Event description:
A customer contacted stryker to report that their screen of their device had locked up during power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The device was returned to the customer unrepaired.